Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that when the field representative interrogated this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a case, it displayed 90 percent battery remaining. High shock impedances and beeping tones were also observed. Boston scientific technical services (ts) discussed that the high shock impedances were due to the device being taken out of storage mode. The field representative noted they were unaware of when or how the s-ICD was taken out of storage mode. The memory of the device was sent in for review by engineering. Upon review, engineering noted that the log file did not go back far enough to determine when the device was taken out of storage mode. Engineering found that the s-ICD had used its available storage capacity, and should not be implanted. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis found that the device had been taken out of storage mode but the date could not be determined because the log file has been overwritten. The battery depletion noted in the field aws confirmed and was due to the length of time the device was out of storage mode.